Event description:
Information received from the field does not address the patient's clinical status but notes that the patient was taken to the hospital by ambulance. A loss of capture at 7.5 v in the both the atrium and ventricle along with intermittent sensing in the atrium was observed. Subsequently, the device was replaced.~~~~~~~